Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was "not consistently delivering insulin." Customer's blood glucose level ranged from 200-250 mg/dl. Customer to continue using pump after meeting with healthcare provider.